Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient fell down the stairs one to two years prior to this report. The implantable neurostimulator (ins) moved up and back making it difficult to hold the antenna in place with her hand. Additional information received noted that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. It was also noted that she was still having concerns regarding her device or therapy but was working with the doctor or manufacturer representative. It was reported that everything was going fine. If follow-up is received a supplemental report will be sent.